Manufacturer narrative:
Batch review performed on 25 october 2024 lot 2402061: (B)(4) items manufactured and released on 29-apr-2024. Expiration date: 2029-04-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional device involved but not revised: reverse shoulder system 04.01.0169 glenosphere - ø36x24.5 (k170452) lot 2401262: (B)(4) items manufactured and released on 06-may-2024. Expiration date: 2029-04-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Due to the lack of information, it is not possible to establish a definitive root cause, while the device history record review does not indicate any potentially related manufacturing issue.

Event description:
The patient had pain due to a dislocation (of the glenosphere from the liner) and the cause is unknown. The same day of primary the surgeon revised the liner and the stem. The surgery was completed successfully. No issues with the revised devices. The stem change is reported to be only a geometric matter to increase the prosthesis performance.